Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 22.5cm proximal to the lead tip. A proximal and distal fragment were returned for analysis. An extraction aid was found in the distal fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis revealed that the insulation (from 3cm to 6cm proximal to the lead) and the ring electrode surface were covered in fibriotic tissue growth. Calcifications are known to cause high impedances and are thus assumed to be the root cause of the observed increasing lead impedance. Further damages such as a ruptured distal silicone tube from the ring electrode and a deformed fixation helix, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to high impedance. Should additional information become available, this report will be updated.